Event description:
Event desc: the tube split at approximately the 60 cm mark while in the patient. The distal part of the tube remained in the patient and had to be endoscopically retrieved. The tube was determined to be kinked approximately 7 days after placement. The kink was relieved by "rewiring". Two days later, the tube was deemed "clogged". Patency was restored by "vigorously flushing the tube". The next day, when checking for patency, air was heard coming from the patient's mouth. The tube was removed however, only the proximal 60 cm portion was retrieved. An x-ray was performed and the remnant part of the tube was found. Endoscopy was performed and the remnant tube was removed without incident.

Manufacturer narrative:
No injury was reported. The returned device was visually inspected and founded to have a thinned out section that had the appearance of a deflated balloon. The remnant part of the tube retrieved endoscopically from the patient was not received. The lot number as not reported. Based on the report from the customer, it is likely that the vigorous syringe pressure used to try and unclog the tube caused the burst. The instructions for use clearly state warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube.